Event description:
During follow-up, there was an unspecified diagnostic issue when using the programmer to assess the device settings. It is not possible to rule out ambient noise causing the event, but it is unknown if the current settings on the device were adequate to filter out the ambient noise or if the issue was being caused by the programmer. No intervention has been performed to resolve the event yet, but the patient is in stable condition. Further information has been requested but not yet received.